Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime/compromised force sensor system test due to fault force sensor resistor. Motor passed motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing end cap sticker, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while bolusing. The customer was able to complete the rewind sequence. The insulin pump had a crack where the cap is located, where the battery is inserted, and on the reservoir window. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.